Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received four inappropriate anti-tachycardia pacing (atp) bursts and two inappropriate shocks due to an atrial fibrillation (af) episode detected in the ventricular fibrillation (vf) zone. Technical services (ts) reviewed the event and recommended reprogramming options. No additional adverse patient effects were reported. This ICD remains in service.